Event description:
It was reported, during an unknown procedure, on the first reload, the device cut without stapling. The surgeon clamped the tissue to avoid haemorrhage, used another reload prior to switching to a like device to complete the case. There was no adverse patient consequence.